Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Renal failure : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient experienced renal failure and ana additional device was required. The p became anuric overnight and was started on continuous renal replacement therapy. The plan is to escalate to an impella 5.5. This is one of four related reports. This report represents the impella cp. Other reported will be submitted for the two related impella 5.5 pumps and the automated impella controller.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿